Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-oct-2025. Investigation summary: bd received six samples for investigation. These returned samples were visually inspected with no issues identified. Additionally, five of these samples were submitted for functional testing for titration and all results were within specification limits. A total of 100 retained samples were also visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of september 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: platelet clumping no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes had clumped platelets. Test results were normal and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes had clumped platelets. Test results were normal and no adverse impact was reported regarding the patient or user.